Event description:
The guidewire knotted up in the vein then snapped apart when tried to remove from patient. Rn reported to sales rep that the PICC was being placed in the left arm. The guidewire was inserted without resistance. The dilator sheath was fed over the guidewire and rn started to retract the wire and the dilator; resistance was felt. Slight tug and manipulation on the guidewire, but resistance persisted. Contacted patient's md who visited the patient. The md pulled the guidewire, there was a snap and the guidewire came out unraveled. The patient was sent to ir for evaluation of the location of the wire. There is a small piece of wire imbedded in the vessel, which the doctor reported as asymptomatic and the wire was not removed. The PICC was placed in the right arm. No other intervention was required.

Manufacturer narrative:
This complaint of the guidewire snapped apart is confirmed. As evidenced by the sample returned, it appears the guidewire has been damaged through use. The complaint sample received, shows the outer coiled wire to be stretched and severly elongated. The center core wire has severed from its distal weld tip. The guidewire has fractured due to excessive tensile stresses. No manufacturing defects were noted on the wire or the catheter. At this time, the mechanism of damage is undetermined. The product IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of rewf1576 showed no other similar product complaint(s) from this lot number.